Manufacturer narrative:
Device has not been returned for evaluation. No findings available. The customer¿s complaint was not confirmed. The cause could not be determined. Based on similar reported complaints, the most likely cause of the reported phenomenon can be attributed to user handling or technique. The device detail aid states, ¿the balloon pressure and diameters are maintained during dilation without any need to continually reinflate the balloon.¿ no further information was reported.

Event description:
The customer reported to olympus that during an endoscopic retrograde cholangiopancreatography procedure, the device¿s pressure gauge was not providing a reading and unable to move, the screw thread would not engage. In order to complete the procedure, the pump used in conjunction was manually squeezed and assessed the diameter of the balloon. Inflation of the balloon whilst not getting a pressure reading could cause a possible risk. The customer reported this could have been executed in error. The intended procedure was able to be completed with the same set of equipment. There was no patient injury reported.